Manufacturer narrative:
(B)(4). Returned empty, damaged cartridge cover. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did only device jaws cut tissue? Did only clips cut tissue? Did both jaws and clips of device cut tissue? How was cut tissue repaired? Was there any bleeding and if so, please quantify amount of bleeding as well as describe how patient was treated? Any change to procedure or post op patient care? The analysis results found that the device was received with the cartridge cover broken off. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an e.n.t. (Ear, nose, and throat) procedure, the device cut the vein instead of clipping them. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.